Manufacturer narrative:
The device was not returned for evaluation. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties. Factors that contribute to difficult to insert into the anatomy include, but not limited to, patient artery/anatomy variables, the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a prostyle device after an interventional percutaneous coronary angioplasty (pta) procedure with a small bore sheath. Reportedly, there was more resistance than usual [normal] when inserting the device into the anatomy. A new prostyle device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.